Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm, frozen screen and time clock anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error while being kept inside the customer's pocket. Button error troubleshooting was performed and confirmed that time showed 12:00 am. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.